Event description:
(B)(4). Since I had this device implanted I had irregular bleeding pelvic pain vomit diarrhea sweats very bad allergies to nickle. My hair falls out I get bruising not know where they came from. The itchy although I'm on allergy medication as well as zola I r injections. Which is interfering with my asthma because I did not have enough this removed not wanting to have sex always tired. I am in the process of having some test done as well as thinking about having this removed. I am almost (B)(6) and facing having to have a full hysterectomy which is very scary.